Event description:
The pt reported no longer being able to understand speech with implant system after being involved in an automobile accident, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is scheduled in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.